Manufacturer narrative:
UDI#: (B)(4). Concomitant medical products: associated item number: 00-7806-050-00, item name: sp offset rasp handle 45deg, lot # 63649368. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer received images of the device for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during the surgery a part of the instrument broke. The surgeon was able to extract the broken part and using another instrument. The case was completed without delay and clinical consequences.

Event description:
It was reported that the pin of a fitmore hip stem trial rasp broke during surgery while the rasp was in the patient. The surgeon extracted the rasp and used another rasp to complete the surgery. The stem has been implanted and the surgery concluded positively.

Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pin fractured. Review of event description: it was reported that the pin of the fitmore rasp fractured off during surgery. Review of received data: two pictures of the instrument have been received. The pin has fractured off. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Review of product documentation: inspection plan: characteristic no.4 feature aussen durchmesser 7.341 (±0.025) mm with scope of testing: 100 %. Means of inspection: micrometer gauge. Characteristic no.1 feature funktionsprüfung with scope of testing: 100 %. Means of inspection: gauge 25-2003-916-01. Root cause analysis: root cause determination using rmw: instrument, breaks, deforms, diverge, operating room parts remain in wound. Due to inadequate design for intended performance not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument, breaks, deforms, diverge, operating room parts remain in wound due to mechanical properties of material insufficient not possible as according to material compatibility specification, the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) possible, as the instrument has not been returned for an investigation, this cannot be excluded. However, on the received pictures, no corrosion marks can be seen. Damaged instruments, implants, body or wrong operational step due to surgeon operating room staff unfamiliar with instrument usage and handling possible, as it cannot be excluded based on the available information. As the instrument has been manufactured in 2008, a deterioration in function as a result of repeated use is likely. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use possible, as the pin is broken it could be possible that abnormal forces occurred on the rasp and pin during application. Conclusion summary: the broken rasp has not been returned for an investigation. However, based on the returned pictures the reported event could be confirmed, the connection pin has broken off. A possible root cause could be related to the age of the rasp (rasp manufactured in 2008). The material might have weakened slightly due to repetitive use over a timeframe of 10 years. Further it is possible that abnormal forces were applied on the rasp and the pin during application. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Moreover, no further complaints have been reported for this part or lot number. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).